Event description:
It was reported that the device had a downstream occlusion alarm. There was unknown patient involvement/patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext:1475. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the downstream occlusion (dso) sensor to have some contamination, and the date and time of the main board was not updating. The cause of the problem was a defective dso sensor due to contamination, and it was replaced along with the mainboard to fix the issue.